Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the er320 instrument was fired on the cystic duct and the clip would not close properly. There was no consequence to the pt.